Event description:
It was reported that during a robotic assisted hysterectomy procedure, the device's stopcock broke off when changing the gas line to another port. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Detached stopcock. Evaluation summary: the analysis results found that the instrument was received with the stopcock detached from the housing. Residues of adhesive were noted in the stopcock-housing assembly area. No conclusion could be reached based on the analysis results as to what may have caused the found condition. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.